Manufacturer narrative:
Repeat testing with the original lot of reagent was not performed. Customer was asked to repeat testing with the original lot (different vial) of anti-a. No additional information has been provided.

Event description:
A customer reported that unexpected positive results were obtained with two patient samples when testing with anti-a (murine monoclonal) series 1 blood grouping reagent.